Manufacturer narrative:
(B)(4): eval conclusion: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Event description:
It was reported the surgeon inserted a cq2015a three piece collamer lens and the optic tore upon insertion. The lens was removed without any pt injury.